Manufacturer narrative:
Article citation: xu, p., kourentzi, k., willson, r., hu, h., deva, a., mcguire, p., glicksman, c., & kadin, m. (2024). Il-9 is a biomarker of bia-alcl detected rapidly by lateral flow assay. Aesthetic surgery journal, 44(12), 1286¿1292. Clarification to b5 description of event: as there are no specifics regarding which patients were diagnosed with alcl from each country, this record represents the 11 total possible bia-alcl diagnoses among the 14 us patients and 12 australia patients. The events of "lymphoma-alcl-suspected" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "malignant seromas"; diagnosis of bia-alcl.

Event description:
Through journal article "il-9 is a biomarker of bia-alcl detected rapidly by lateral flow assay", healthcare professional reported analyzing ¿unused portions of 26 seromas (15 benign, 11 malignant)" from 14 us patients and 12 australia patients. At least 6 of the 11 malignant seroma samples are from patients with allergan-manufactured devices, all of which were diagnosed as "alcl-ia". Pathological marker cd30+ was received. Pathological marker alk- was not received. Status of devices and affected sides are unknown.